Event description:
It has been reported to philips that system x-rays were not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure, the procedure got aborted and later it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to playback cine. Review of the log file confirmed image store issues. It was identified that the image disk of the x-ray pc was defective. The fse tried to reload the suite pc software, however it failed with errors. The failure analysis confirmed the malfunction with the x-ray pc. The fse replaced the x-ray pc, loaded the software and restored the backup to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.